Event description:
The user facility reported impella cp support ongoing when decision made to remove and escalate to the 5.5 pump. When explanting the cp the access site was closed by perclose x3 but, post there were no pulses and so vascular surgery performed repair to remedy the limb ischemia. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation has been completed. No product was returned. To determine the true root cause of limb ischemia, the clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿